Event description:
A nurse reported that during surgery, they have noticed that cracks on the outer diameter of the optics were observed upon implantation. Doctor didn¿t feel these would impact the patient¿s vision and opted not to explant this lens. Also, states that felt some additional resistance when implanting this lens. He said the tactile feel of advancing the lens into the eye via the inserter felt like it required a little more force than normal. Additional information has received scheduled procedure completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).